Manufacturer narrative:
Unit passed self test and displacement test. Pump error 53 found in the pump history (linenumber = 3302 and filenumber = 49). Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed a pump error during rewind. Customer reported alarm was cleared and prime process was completed. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.